Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had failed psi (pounds per square inch) test. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: d1, d4: model #, d4: unique identifier (UDI) #, g4: combination product. Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "failed psi test" was not reproduced. The device was tested for downstream occlusion detection and passed. A review of the event history log was performed and revealed multiple events of "downstream occlusion!" Alarm, however downstream testing results or failures cannot be determined through the log. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The evaluator found the downstream sensor values out of range which is a known contributor to the reported problem therefore the issue is determined verified. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.